Manufacturer narrative:
The insulin pump was received with a blank display due to a loose battery tube connector. The insulin pump also had a cracked case.

Event description:
The customer called to report a blank display after a battery change. Troubleshooting was performed, and the display returned. However, the customer reported two cracks on the screen. Advised the customer that the insulin pump would be replaced, due to the cracks. Nothing further was reported.